Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021,product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient experienced extreme pain and developed a septic infection. The new pump and a portion of the it catheter were surgically removed on (B)(6) 2019, and a wound vac placed. A medtronic representative was present at the removal surgery and took possession of the failed pump. Following the removal surgery, the patient endured a long, painful path of disfiguring wounds from the pump site and related complications, extreme pain, and depression. Approximately two weeks after the pump removal, the patient became violently ill requiring a week-long hospitalization, and nearly died in the hospital. Extended home care requiring a wound care nurse three times per week was required, as well as oversight by an infectious disease specialist. During their nearly one-year long healing period, the patient was unable to have their joint pain adequately controlled. The patient was unable to resume steroidal injections until approximately (B)(6) 2019. The patient was finally able to have a new pump implanted in (B)(6) 2021. The new pump implanted was a 20 ml version, as there was insufficient room for a 40 ml model due to excessive scarring from the prior experience.